Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 2.8 mmol/l and 7.2 mmol/l. The customer stated that they were treated with food. The customer claims that the insulin pump was no longer stopping her insulin when they were low. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was over delivering. The auto mode feature was active during the reported event. The device will not be returned for analysis.